Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the measured output for the capacitor was below product specifications. There was no patient involvement.